Event description:
The company was informed of an alleged incident via email on (B)(4) 2014. The alleged incident was described to the company as followed. The patient was using the unit at his summer house. The device was filled prior to the patient's use. Later, he was found by a relative to be pale and have a bluish face. According to the relative the patient suffered from hypoxia because the unit did not deliver any oxygen. However, it was reported that the normal flow rate for the patient was 6lpm, but the device was set to 3lpm. The patient was scheduled to receive a new unit on (B)(6) 2014 and the old unit is to be sent back for testing.